Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1488t competitor implantable pacing lead 2004 (b)(). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.